Manufacturer narrative:
Qn#(B)(4). The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. The blue cuff and the clear cuff were then inflated to 25mbar using a calibrated endotest. The cuffs were inflated and deflated with no issues. The sample was then immersed in water to check for leaks. No bubbles were observed coming from the cuffs indicating there were no leaks. A device history record review was performed and no relevant findings were identified. Although there were no issues found with the production sample, the complaint could not be confirmed as the actual sample is needed to perform a proper investigation and determine a root cause. Other remarks: n/a corrected data: n/a.

Event description:
The report states, "the cuff is leaking". At the time of this report, the customer has not returned our requests for additional information. The complaint file will be updated if further information is received.

Event description:
The report states, "the cuff is leaking". At the time of this report, the customer has not returned our requests for additional information. The complaint file will be updated if further information is received.

Manufacturer narrative:
Qn# (B)(4).